Event description:
Patient had used dexcom g7 10 day sensor, the device had failed, and the needle broke off. During the second attempt with new device of the same lot, the needle broke off in patient's arm. Patient code: 2687. Device code: 1069. This report captures dexcom g7 sensor #2. Ref: mw5190037.